Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the reported pump stoppage event that was captured in the submitted log file. The submitted log file contains data from (B)(6) 2019 through (B)(6) 2019. The file captured a pump stop event on (B)(6) 2019 at approximately 2:48 pm, while the patient was supported by the power module. A distal-end driveline replacement was performed on (B)(6) 2019 under work order 64537 and approximately 20.5¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed clear rescue tape on the outer silicone jacket between 3 and 12¿. Removal of the rescue tape revealed minor cuts and tears throughout the outer silicone jacket; however, no damage to the bionate layer was identified. Metal braided shield breakdown along the length of the driveline appeared consistent with the duration of use; however, severe breakdown of the metal braided shield was observed at approximately 3 to 4¿ from the metal connector. Visual inspection of the wires revealed kinking of the brown wire at approximately 4¿ from the metal connector. Minor kinking was observed on the red and black wires at the same location. Further inspection confirmed a breach to the insulation of the brown wire approximately 4¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The brown wire represents one of the wires of phase 2. If the exposed conductors of the brown wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the pump stop event that was confirmed through the submitted log file. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that while the patient was connected to the system monitor a pump stop and low flow alarm was observed. Log files submitted revealed a pump stop and low speed operations which drop below the patients low speed limit of 8400 rpm on (B)(6) 2019 14:48. This type of behavior has been linked to potential issues with the percutaneous lead. The xrays submitted appear unremarkable. The patient was placed on orange cable. On (B)(6) 2019 tech services performed a distal end percutaneous lead (driveline) repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms and discharged if no more alarms occur. No additional information was provided.